Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and r: wave amplitude. As received, a complete lead was returned for analysis. The reported events of inadequate capture and r: wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification.

Manufacturer narrative:
The new rv lead was repositioned successfully on (B)(6) 2025, b5 was updated.

Event description:
It was reported that patient presented to clinic for follow up on (B)(6) 2025, the right ventricle (rv) lead had showed high threshold and the sensing had decreased. The rv lead was later identified to be dislodged and was confirmed via x-ray. The rv lead was revised then was finally explanted and was replaced with a new lead on (B)(6) 2025. The next day during a pre-discharge checkup, the new rv lead was dislodged again. Hence, the physician had elected to revise the new rv lead. The new rv lead was revised and implanted successfully on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up on (B)(6) 2025, the right ventricle (rv) lead had showed high threshold and the sensing had decreased. The rv lead was later identified to be dislodged and was confirmed via x-ray. The rv lead was revised then was finally explanted and was replaced with a new lead on (B)(6) 2025. The next day during a pre-discharge checkup, the new rv lead was dislodged again. Hence, the physician had elected to revise the new rv lead. The new rv lead was revised and implanted successfully. The patient was stable throughout.